Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was having problems with the screen calibration, or that it was difficult to interrogate devices. The programmer passed functional testing with no anomalies found. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having problems with the screen calibration and it was difficult to interrogate devices. The programmer was returned for service. No patient complications have been reported as a result of this event.